Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with a trial device for pelvic floor therapy. It was reported the trial patient is not feeling a tapping sensation in the vaginal region and the patient is leaking three times a day. The caller stated that the doctor thinks that the patient's lead is not working. The caller was not sure exactly what components were implanted (ts-technical support assumed it was a chronic lead connected to an ens).the caller stated that the patient had part of the system placed and that they think it isn't working. The caller did not know how to use the programming device to test the system. No troubleshooting could be conducted because the patient did not have the programmer. The hcp did not provide patient name. No further complications were reported or are anticipated.